Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was not confirmed; however, a link break was found. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. In this case, it is possible a deflection occurred causing the posterior needle from fully ejecting from the foot pocket leading to the noted link break, and or causing the plunger not being fully depressing against the handle. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred). Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.